Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter could not cut, and the driving sound was different from normal during surgery. The procedure type was unknown. The product continued to use to complete the surgery by decreasing the rotation speed on the same day. There was no impact to the patient.